Event description:
Additional information was received that indicated the patient was admitted to the index procedure on (B)(6) 2005 with chest discomforts and acute inferior wall st elevation myocardial infarction. The patient had moderate diagonal branch disease and an acutely occluded right coronary artery. The lesion was pre-dilated with a 2.5 x 15 maverick balloon at 8atm for 30 secs. There was a significant amount of spasm. A 2.5 x 25mm cypher stent was deployed at 13 atm to a diameter of approximately 2.7mm. Angiography demonstrated an excellent result within the stented segment in the mid rca and throughout the entire vessel and no residual stenosis. The flow was grade ad timi grade 3. Acts were maintained greater than 250 seconds. The sheath in the right sfa was too low for closure devices and was therefore sutured in place to be removed when acts tell subtherapeutic. On (B)(6) 2010, the patient was admitted with lumbar spinal stenosis. The patient was admitted by orthopedic surgery for lumbar laminectomy. In the hospital the patient became hypotensive with blood pressure into the 80s. Further work up included cardiac markers and patient troponins went back to normal at 0.16.

Manufacturer narrative:
The patient's blood pressure medications were held. The patient's cardiac enzymes were repeated and they came down. The patient had an EKG done which was fairly unremarkable. The patient was started on aspirin and a beta-blocker as tolerated. The patient's blood pressure improved and remained asymptomatic. The patient was discharged in stable condition. Discharge diagnoses were lumbar spinal stenosis status post lumbar laminectomy (l3, l4 and l5), acute non-st elevation mi, history of cad, hypertension, and dislipidemia. On (B)(6) 2010 the patient underwent an angiography that revealed the rca was a normal sized vessel with a diffuse stenosis in the proximal to mid rca, followed by a 80% discrete rca stenosis mid vessel and then a total occlusion originating at the level of a previously implanted stent. The distal circulation filled in faintly via left to right collaterals. There was one sizable acute marginal patent which has mild disease only. The lad was a medium to large sized. Angiography showed mild artherosclerosis. There was a diffuse 20% stenosis in the middle third of the vessel segment. The circumflex vessel was medium sized. Angiography showed minor luminal irregularities. An attempted ptca was performed on the lesion in the mid rca. A 6 fr jr4 guiding catheter was utilized to intubate the rca and the patient was placed on angiomax for the intervention. Multiple wires including miracle bros 3 and 6gm tip, luge, choice pt floppy, choice pt es, and traverse wires were utilized to attempt to cross the chronic occlusion, though no wire could be gotten across the occlusion, and the further attempts were aborted. While a 2.5 x 15mm voyager balloon and 2.0 x 8mm voyager balloon were utilized for support, no inflations were done in the rca. The intervention yielded no change in the 100% stenosis in the mid rca and was not successful. Flow remained unchanged distally after the intervention. Concomitant medical products: prowater wire, 2.5 x 15 maverick monorail balloon. The spouse of a cypher stent consumer called for medical information and also reported adverse events. Additional information regarding the information reported by the consumer was provided by the patient's physician. Approximately five years post treatment of a mid right coronary artery (rca) lesion with a cypher stent, after laminectomy the patient was hospitalized an additional two days due to hypotension with elevated blood enzymes and was diagnosed with an acute non-st elevation myocardial infarction (mi). Angiography one month later revealed diffuse stenosis in the proximal to mid rca, followed by an 80% discrete rca stenosis mid vessel and then a total occlusion originating at the level of a previously implanted stent. Attempted percutaneous coronary intervention was unsuccessful due to inability to cross the lesion. Coronary artery bypass graft (CABG) surgery has been recommended. At index procedure the patient who had a history of hypertension, elevated cholesterol, heavy tobacco use and family history of premature coronary disease was admitted with chest discomfort which she had been having sporadically over several days prior to admission. Egg showed an acute inferior wall st elevation myocardial infarction. The patient received intravenous heparin and aspirin in the emergency room. A catheterization was performed that showed significant single vessel disease with moderate diagonal branch disease and an acutely occluded right coronary artery. The lad had diffuse minor luminal irregularities without significant obstructive lesions. The second and third diagonal branches each had approximately 30-40% ostial lesions noted. The right coronary artery (rca) was a large dominant vessel which was occluded mid vessel. The rca had been engaged primarily using a 6fr jr 4 guiding catheter. After the angiogram was completed, the lesion was crossed using a prowater wire. A 2.5 x 15 maverick monorail balloon was then advanced across the lesion and initial inflation was done to 8atm for 30 seconds. Angiography demonstrated timi grade 3 throughout the vessel and a significant amount of spasm. The patient received 100mg of intracoronary nitroglycerin, and angiography was repeated demonstrating a good result in a very large distal right coronary circulation with a large right posterolateral circulation and a small right pda. A 2.5 x 25mm cypher stent was then advanced to the mid rca lesion site and deployed at 13 atm to a diameter of approximately 2.7mm. Angiography demonstrated an excellent result within the stented segment and throughout the entire vessel and no residual stenosis. The flow was grade ad timi grade 3. Acts were maintained greater than 250 seconds. The sheath in the right sfa was too low for closure devices and was therefore sutured in place to be removed when acts fell to sub-therapeutic levels. Approximately five years later, the patient was admitted for a lumbar laminectomy for treatment of lumbar spinal stenosis. In the hospital the patient became hypotensive with blood pressure into the 80s and elevated troponin. The patient's blood pressure medications were held. A vq scan was perform to rule out pulmonary embolism and it came back as low probability. The patient's cardiac enzymes were repeated and they came down. The patient had an EKG done which was fairly unremarkable. The patient was started on aspirin and a beta-blocker as tolerated. The patient's blood pressure improved and remained asymptomatic. The patient was discharged in stable condition with advice to follow up with the cardiologist. Discharge diagnoses were lumbar spinal stenosis status post lumbar laminectomy (l3, l4 and l5), acute non-st elevation mi, history of cad, hypertension, and dyslipidemia. One month later coronary angiography was done which demonstrated a normal sized rca with a diffuse stenosis in the proximal to mid rca, followed by an 80% discrete rca stenosis mid vessel and then a total occlusion originating at the level of a previously implanted stent. The distal circulation filled in faintly via left to right collaterals. There was one sizable acute marginal patent which has mild disease only. The lad was a medium to large sized. Angiography showed mild arthrosclerosis. There was a diffuse 20% stenosis in the middle third of the vessel segment. The circumflex vessel was medium sized. Angiography showed minor luminal irregularities. An attempted ptca was performed on the lesion in the mid rca. A 6 fr jr4 guiding catheter was utilized to intubate the rca and the patient was placed on angiomax for the intervention. Multiple wires including miracle bros 3 and 6gm tip, luge, choice pt floppy, choice pt es, and traverse wires were utilized to attempt to cross the chronic occlusion, though no wire could be gotten across the occlusion, and the further attempts were aborted. While a 2.5 x 15mm voyager balloon and 2.0 x 8mm voyager balloon were utilized for support, no inflations were done in the rca. The intervention yielded no change in the 100% stenosis in the mid rca and was not successful. Flow remained the unchanged distally after the intervention. The cypher stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis and myocardial infarction are known potential adverse events following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause peri and in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of atherosclerotic artery disease. The patient's medical history and lesion characteristics are factors that may have contributed to the reported events.

Event description:
The information received indicated that the spouse of a cypher stent consumer called for medical information and also reported that in 2005 the consumer had a cypher stent implanted in the right coronary artery after suffering a mild heart attack. Approximately two years post index procedure, the consumer was diagnosed with spinal stenosis by x-ray and cat scan. This was treated with a laminectomy and fusion during a scheduled hospitalization approximately three years later. She was hospitalized for four days instead of the scheduled 2 days due to a "blood enzyme test" which indicated "heart issues." Approximately five years after the index procedure, she had a scheduled angiogram which indicated a "totally plugged stent," and reported a failure to cross on several attempts. The consumer had another test with "high concentrations of glucose" and "heart measurements" taken. The test results are unknown. The physician is recommending open heart surgery.

Manufacturer narrative:
Concomitant medical products: 2004: lipitor and metoprolol. The device remains implanted and is therefore not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot x0705236 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.